Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic/ other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, breast pain and abdominal pain. Previously administered products included for an unreported indication: oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 and depo-provera from 2010 to (B)(6) 2013. Concurrent conditions included chest pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and coccydynia ("pain, tail bone"). On an unknown date, the patient was found to have neoplasm malignant ("cancer") and weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), endometriosis ("endometriosis"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and cervix oedema ("cervix swelling"). The patient was treated with docusate sodium (colace), ibuprofen (motrin), metronidazole (flagyl) and surgery (removal). At the time of the report, the pelvic pain, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, endometriosis, psychological trauma, vaginal infection, gastrointestinal disorder, alopecia, tooth disorder, headache, visual impairment, weight increased, cervix oedema, cystitis, vaginal discharge, constipation and coccydynia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cervix oedema, coccydynia, constipation, cystitis, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, headache, metrorrhagia, neoplasm malignant, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, other, vaginal infection, gi conditions, hair loss ,dental problems., headaches, vision problems, cancer, weight gain, other: cervix swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic/ other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, breast pain and abdominal pain. Previously administered products included for an unreported indication: oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 and depo-provera (B)(6) 2010 to (B)(6) 2013. Concurrent conditions included chest pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and coccydynia ("pain, tail bone"). On an unknown date, the patient was found to have neoplasm malignant ("cancer") and weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), endometriosis ("endometriosis"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and cervix oedema ("cervix swelling"). The patient was treated with docusate sodium (colace), ibuprofen (motrin), metronidazole (flagyl) and surgery (removal). Essure treatment was not changed. At the time of the report, the pelvic pain, neoplasm malignant, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, endometriosis, psychological trauma, vaginal infection, gastrointestinal disorder, alopecia, tooth disorder, headache, visual impairment, weight increased, cervix oedema, cystitis, vaginal discharge, constipation and coccydynia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cervix oedema, coccydynia, constipation, cystitis, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, headache, metrorrhagia, neoplasm malignant, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, other, vaginal infection, gi conditions, hair loss, dental problems, headaches, vision problems, cancer, weight gain, other: cervix swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received-case become incident removal was added. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.